Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of liver disease/toxicity and cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of liver disease/toxicity and cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that a dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Hair-like particles were observed on the blower box cap. The screws for the top enclosure were observed to be missing. Black particles consistent with foam degradation were observed on the blower, inside the blower, and on the blower box. A keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer found one error code. The manufacturer concludes there was evidence of sound abatement foam degradation/ breakdown was observed in this device. Pil was not able to confirm the complaint, or address the symptoms specified. In box d: device serviced by 3rdp, device avail for eval, date returned was updated. In box h: device eval by mfg, device problem code grid, evaluation method code, evaluation result code, component code and conclusion code has been updated.